Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported mechanical jam (unable to remove gripper line) was confirmed with curves on the device. Tissue was noted on the gripper arms. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar mechanical jam / unable to remove gripper line incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The mitraclip has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) the following corrections should have been noted on medwatch fu number 1: the initial medwatch was correctly filed as a malfunction report. Medwatch fu number 1 was changed to a serious injury report after returned device analysis provided additional information that tissue was found in the mitraclip gripper arms.

Event description:
This clip delivery system report is being filed for the inability to remove the gripper line which has potential for injury. It was reported that the first mitraclip was ready to be deployed, but during the gripper line testing, the gripper line did not move at all. Several trouble shooting maneuvers were performed per the instructions for use, but the gripper line would not move. The mitraclip was removed from the leaflets and the clip delivery system (cds) was removed from the anatomy. The first cds was replaced without further incident. Two other mitraclips were implanted in the patient with degenerative mitral regurgitation (mr), reducing the mr from grade 4+ down to 1+. There was no adverse patient effect. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the patient was doing great with a drastic improvement in exertional symptoms at the 30 day follow-up visit. The patient was able to walk approximately ten minutes daily when the patient was seen in february. An echocardiogram showed a mild increase in mitral regurgitation (mr) since the clip procedure with the mr being mild to moderate. Reportedly, this mild increase was thought to be related to contrast being used in the most recent echocardiogram that was not used in the previous echocardiogram. There was no movement in clip position noted.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned device found tissue on the mitraclip gripper arms. The report source was contacted and additional information was received: there was no difficulty removing the mitraclip from the mitral valve leaflets. There was no resistance during removal of the mitraclip delivery system from the heart, including, papillary muscle and chordae. It is possible that the tissue came from the mitral valve leaflets. On the procedural echocardiogram, there was no visible tissue damage after the mitraclip was removed from the valve.